Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the circuit disconnection alarm did not disappear even after installing consumables. The fault occurred during set up. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Externally, cracks were only observed in the circulating water tank cover. No abnormality related to the reported event was confirmed on the product. Appearance check, normal operation check & functional testing performed. Alarm for no disposable tube activates even if l-70 heating tube is attached, confirming the customer's complaint. The root cause was a malfunction of the microswitch that detects whether the l-70 tube is attached or not. The microswitch and the tank cover were replaced to correct the issue. Hl-90 device passed all functional and performance tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.